Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post-operative check it was found that primary closure was not achieved at upper left side implant and implant was loose due to failure to integrate and they were removed.

Manufacturer narrative:
Follow-up submitted to correct awareness date in section.